Event description:
It was reported that a clearlink system continu-flo solution set 4-way stopcock extension set leaked between the drip chamber and the tubing. This issue occurred in the operating room when the bag of a non-baxter product was being spiked. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.